Event description:
At about 3 months after the primary surgery, the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 may 2023: lot 2214399: (B)(4) items manufactured and released on 21-sept-2022. Expiration date: 2027-09-06. No anomalies found related to the problem. To date, 161 items of the same lot have been sold without any similar reported event in the period of review. Additional device involved: batch review performed on 26 may 2023: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2236033: (B)(4) items manufactured and released on 18-oct-2022. Expiration date: 2027-09-29. No anomalies found related to the problem. To date, 47 items of the same lot have been sold without any similar reported event in the period of review.